Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found at the light guide lens adhesive, other evaluation findings are as follows: the grip and the connecting tube were scratched; the suction cylinder had no color; the distal end was corroded; the adhesive around the objective lens was cracked; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope's albaran lever was loose. There was no report of patient harm. The device was returned, evaluated, and brown stains of foreign material were found at the light guide lens adhesive. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.